Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant. Pre-balloon aortic valvuloplasty (bav) was performed with a 23mm non-abbott balloon. During the procedure the valve was re-sheathed more than four times due to non-uniform expansion of the valve. The valve was removed from the patient. A second pre-bav was performed with a 23mm non-abbott balloon. A new 29mm navitor vision valve was implanted. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
An event of incomplete stent opening was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported incomplete stent opening could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025, a 29mm navitor vision valve was selected for implant. Pre-balloon aortic valvuloplasty (bav) was performed with a 23mm non-abbott balloon. During the procedure the valve was re-sheathed more than four times due to non-uniform expansion of the valve. The valve was removed from the patient. A second pre-bav was performed with a 23mm non-abbott balloon. A new 29mm navitor vision valve was implanted. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.